Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. Unable to verify failed battery alarm due to blank display noted. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had corrosion on the battery compartment and that it had a crack as well. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.